Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's doctor reported the patient was hospitalized from (B)(6) 2012, with hyperglycemia and diabetic ketoacidosis. Patient began to not feel well on (B)(6) 2012, and his blood glucose was always above 20 mmol/l (360 mg/dl). He was taken to the hospital by ambulance and his blood glucose measured 'hi.' Laboratory blood glucose test result was 57.2 mmol/l (1029.6 mg/dl) and his ph value was 6.97. Patient vomited and was intubated for 24 hours. He was in the emergency room in a coma from (B)(6) 2012 and was in the hospital until (B)(6) 2012. At the time of the report, patient was feeling well and was back to work. He was using an insulin pen per recommendation of doctor. No further information is available at this time. The infusion device was requested to be returned for evaluation.